Manufacturer narrative:
Device evaluation summary: upon receipt at mentor, the device was analyzed. The prosthesis was returned without fluid inside, and unknown brown/yellow material was found inside the device. No foreign material was observed on the shell surface, though there were creases on the anterior and posterior sides of the device. The posterior aspect had a small rent, approximately 0.1cm in size, and there was shell abrasion observed on the posterior orientation tab, suggesting in-vivo folding or creasing of the device. No other anomalies were noted. The device was received without any information regarding the catalog, lot or serial number, and this information cannot be gleaned simply by analyzing the device itself. As a result, no device history record (DHR) review can be performed at this time. The customer complaint, if any, cannot be confirmed, since there are no known circumstances under which to analyze the returned device. At this point, it is not possible to determine the root cause of the crease or presence of the foreign material. All prostheses undergo 100% inspection prior to leaving the manufacturing facility, and there is no evidence that such issues could be related to a manufacturing issue. Concomitant products: unknown mentor saline breast implant, catalog and lot numbers unknown (see manufacturer report number 1645337-2018-00723). (B)(4).

Event description:
On (B)(6) 2018, two unknown mentor saline breast prostheses were received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. Upon receipt at mentor, the first device was analyzed. The prosthesis was returned without fluid inside, and unknown brown/yellow material was found inside the device. No foreign material was observed on the shell surface, though there were creases on the anterior and posterior sides of the device. The posterior aspect had a small rent, approximately 0.1cm in size, and there was shell abrasion observed on the posterior orientation tab, suggesting in-vivo folding or creasing of the device. No other anomalies were noted. The second device was similarly received without fluid inside, and was found with creases on the anterior and posterior sides of the prosthesis. Shell abrasion was also observed on the anterior orientation tab, suggesting in-vivo folding or creasing of the device. No other anomalies were noted. In the absence of clarifying information, it cannot be determined why these devices were returned to mentor. However, the observed damage, combined with the return of two prostheses, is characteristic of a bilateral removal procedure. As a result, this will be conservatively reported to FDA. This report addresses the first device containing the foreign material.